Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No constant tone was noted during testing. No audio anomaly was noted. All of the buttons functioned properly and no damage on the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window and a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump's buttons were not responding. Customer reported that there was a constant tone coming from the insulin pump also. Customer did not recall any significant events leading up to this issue. Blood glucose level was 183 mg/dl at the time of the call. No further information was provided.